Event description:
The pt was feeling dizzy and was sweaty. Pt went to the hospital and tested her blood glucose on the suspect device. It was 133 mg/dl. The hospital tested her blood glucose on their device and it was 46 mg/dl. She was given an IV and kept overnight. While in the hospital, she did a laboratory comparison with her suspect device and the lab blood glucose read 118 mg/dl and the suspect device read 202 mg/dl.